Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient underwent l2 to s1 laminectomy, medial facetectomy, and bilateral foraminotomies. L4-5 transforaminal posterior lumbar interbody fusion using peek cage filled with autograft and allograft. L2 to s1 bilateral pedicle screw instrumentation using instrumentation system. L2 to s1 bilateral posterolateral arthrodesis with autograft, allograft, bone morphogenic protein, and bone putty. Insertion of drain. Intraoperative fluoroscopy. All this done with loupe magnification. Preoperative diagnosis: lumbar spondylosis with l2 to s1 degenerative disk disease. L4-5 extruded disk. L2 to s1 bilateral facet joint arthropathy. Chronic lower back pain with lumbar radiculopathy. Per-op notes: "the laminectomy was carried out from l2-s1, along with medial facetectomy and wide foraminotomies on both sides. The disruption of the medial wall pedicle on the right side at l3-4 was confirmed. The pedicle screws were placed at l1 and l5 and s1 on the right side. After this, we carried out the posterolateral arth rodesis on both sides. The upper surface of the transverse processes were decorticated using a small bone morphogenic protein, along with autograft allograft and bone putty carried out posterolateral arthrodesis on both sides. We then started with a transforaminal posterior lumbar interbody fusion at l4-5 level. The laminectomy was much more than what is needed to do a tlif." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.